Event description:
Pt's husband stated that cadd legacy pump (B)(4) started beeping this afternoon - single beeps about every 5 mins. Pump appears to be running (res vol is decreasing) and there is no error message in the display. Pt's husband turned the pt off and on but the beeping continued. Pt to be switched to back up pump and malfunctioning pump to be replaced. Malfunction occurred while in use (veletri infusion) but no adverse event occurred as pt was switched to back up pump. Reported to (B)(6) by pt/caregiver.